Event description:
A pt reported blood glucose results of "4.5 mmol/l" with a lifescan meter and "9.5 mmol/l" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer service agent walked the pt through a control solution test and the result fell within specifications. This device has not been returned to lifescan for product analysis. Lot# 2526948 of a retain test strips were tested and they failed. At this time, we consider this matter closed.